Event description:
It was reported that the evacuator came apart from the drain when the nurse/staff personnel was emptying the drain causing blood exposure to her eye. Additional information regarding any intervention taken has been requested; however, at this time no information is unavailable.

Manufacturer narrative:
The complaint sample was not returned. The lot number is unknown; and therefore, the device history record could not be reviewed. The instructions for use cautions: "do not use with wall suction in excess of 210 mmhg." Additional information regarding this event has been requested. A follow-up report will be sent upon receipt of additional information. (B)(4).